Manufacturer narrative:
The ge service representative conducted an onsite investigation. The real time operating system, the hard drive, two power supplies, the backplane, the display adapter, the image processor, the system interface board, the video controller board, and the general purpose operating system board were replaced. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.